Manufacturer narrative:
It is indicated that product is not returning for evaluation; therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer did not allow the inratio strips to reach room temperature for 5 minutes prior to testing. The customer's improper use of the strips cannot be ruled out as a possible root cause for the unexpected results. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and no nonconformities were documented. No further investigation will be pursued at this time.

Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014 inratio 1.2, repeat inratio 2.5. Time between tests: 15 minutes. Patient's therapeutic range unk.